Manufacturer narrative:
Device evaluation: the distal tip was slightly flared. The balloon was deflated. There were kinks along the distal shaft at 4.1 and 4.3cm proximal to the proximal balloon bond. The balloon bond was stretched and necked. A 0.015 inch patency mandrel and a 0.014inch guidewire were loaded via the guidewire entry port with slight resistance encountered; but could not advance distally due to the necking at the balloon bond. The 0.015 inch mandrel and 0.014 inch guide wire could not advance via the distal tip as resistance was encountered.

Event description:
It was reported that the physician was attempting to use one euphora rx balloon catheter to pre-dilate a mildly tortuous and mildly calcified prox lad lesion (3 x 18 mm), exhibiting 90% stenosis. The device was removed from it's packaging as per the IFU and inspected with no issues noted. The lesion was not pre-dilated and the device did not pass through a previously deployed stent. Negative prep was performed successfully. Resistance was not encountered when advancing the device, and excessive force was not used during the procedure. It was reported that the physician managed to inflate the balloon to 8 atm, but it was noted that only half of the balloon was inflated and that there was sufficient dye in the inflation device. The device was not moved or repositioned prior to the inflation difficulties. Physician used 50/50 concentration of contrast / saline. The physician then experienced deflation difficulties. The physician attempted to deflate the device using a syringe, however, the balloon would not deflate, making removal difficult. It was reported that the balloon eventually deflated enough to drag it into the guide, at which point, the physician removed every thing from the patient at once. It was reported that the patient experienced st elevation when the balloon was inflated, but returned to normal once the balloon was removed. Procedure was completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.